Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('skin nickel allergy') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no relevant past medical history. In 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower ("continuous hypogastric pain"), pruritus ("generalised pruritus") and arthralgia ("joint pain / polyarthralgia"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhoea"). In 2019, the patient experienced genital injury ("open wound on external genitalia patient recently undergone essure removal procedure"). On (B)(6) 2019, the patient experienced pelvic inflammatory disease ("inflammation of the female pelvic organ not otherwise specified / pelvic inflammation due to essure removal") and complication of device removal ("inflammation of the female pelvic organ not otherwise specified / pelvic inflammation due to essure removal / open wound on external genitalia patient recently undergone essure removal procedure"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), swelling ("swelling"), pelvic pain ("pelvic pain/pain in the middle of her menstrual cycle, with several months of progression"), perforation ("organ perforation"), hypersensitivity ("allergic reaction"), cardiovascular disorder ("poor circulation"), back pain ("lumbago"), headache ("headaches / pressure-like sensation"), neck pain ("neck pain"), pain ("generalised pain / pain becomes worse when she eats nickel-rick foods"), poor quality sleep ("mixed-pattern pains that hinder her rest at night"), musculoskeletal stiffness ("morning stiffness") and seroma ("seroma"). The patient was treated with paracetamol and surgery (essure removal via right adnexectomy up to intrauterine section and left salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, swelling, pelvic pain, perforation, hypersensitivity, cardiovascular disorder, back pain, dysmenorrhoea, headache, neck pain, abdominal pain lower, pruritus, arthralgia, pain, poor quality sleep, musculoskeletal stiffness, pelvic inflammatory disease, complication of device removal, seroma and genital injury outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, arthralgia, back pain, cardiovascular disorder, complication of device removal, dysmenorrhoea, genital injury, headache, hypersensitivity, musculoskeletal stiffness, neck pain, pain, pelvic inflammatory disease, pelvic pain, perforation, poor quality sleep, pruritus, seroma and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive skin nickel allergy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ('skin nickel allergy') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no relevant past medical history. In 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower ("continuous hypogastric pain"), pruritus ("generalised pruritus") and arthralgia ("joint pain / polyarthralgia"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhoea"). In 2019, the patient experienced genital injury ("open wound on external genitalia patient recently undergone essure removal procedure"). On (B)(6) 2019, the patient experienced pelvic inflammatory disease ("inflammation of the female pelvic organ not otherwise specified / pelvic inflammation due to essure removal") and complication of device removal ("inflammation of the female pelvic organ not otherwise specified / pelvic inflammation due to essure removal / open wound on external genitalia patient recently undergone essure removal procedure"). On an unknown date, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required), swelling ("swelling"), ovulation pain ("pelvic pain/pain in the middle of her menstrual cycle, with several months of progression"), perforation ("organ perforation"), hypersensitivity ("allergic reaction"), cardiovascular disorder ("poor circulation"), back pain ("lumbago"), headache ("headaches / pressure-like sensation"), neck pain ("neck pain"), pain ("generalised pain / pain becomes worse when she eats nickel-rick foods"), poor quality sleep ("mixed-pattern pains that hinder her rest at night"), musculoskeletal stiffness ("morning stiffness") and seroma ("seroma"). The patient was treated with paracetamol and surgery (essure removal via right anexectomy up to intrauterine section and left salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the dermatitis contact, swelling, ovulation pain, perforation, hypersensitivity, cardiovascular disorder, back pain, dysmenorrhoea, headache, neck pain, abdominal pain lower, pruritus, arthralgia, pain, poor quality sleep, musculoskeletal stiffness, pelvic inflammatory disease, complication of device removal, seroma and genital injury outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, cardiovascular disorder, complication of device removal, dermatitis contact, dysmenorrhoea, genital injury, headache, hypersensitivity, musculoskeletal stiffness, neck pain, ovulation pain, pain, pelvic inflammatory disease, perforation, poor quality sleep, pruritus, seroma and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive skin nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of dermatitis contact ('skin nickel allergy'). In a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no relevant past medical history. On 2011, the patient had essure inserted. On 2011, the patient experienced abdominal pain lower ("continuous hypogastric pain"), pruritus ("generalised pruritus") and arthralgia ("joint pain/polyarthralgia"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhoea"). On 2019, the patient experienced genital injury ("open wound on external genitalia patient recently undergone essure removal procedure"). On (B)(6) 2019, the patient experienced pelvic inflammatory disease ("inflammation of the female pelvic organ not otherwise specified/pelvic inflammation, due to essure removal") and complication of device removal ("inflammation of the female pelvic organ not otherwise specified/pelvic inflammation, due to essure removal/open wound on external genitalia patient recently undergone essure removal procedure"). On an unknown date, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required), swelling ("swelling"), ovulation pain ("pelvic pain/pain in the middle of her menstrual cycle, with several months of progression"), perforation ("organ perforation"), hypersensitivity ("allergic reaction"), cardiovascular disorder ("poor circulation"), back pain ("lumbago"), headache ("headaches/pressure-like sensation"), neck pain ("neck pain"), pain ("generalised pain / pain becomes worse when she eats nickel-rick foods"), poor quality sleep ("mixed-pattern pains that hinder her rest at night"), musculoskeletal stiffness ("morning stiffness") and seroma ("seroma"). The patient was treated with paracetamol and surgery (essure removal via right anexectomy up to intrauterine section and left salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the dermatitis contact, swelling, ovulation pain, perforation, hypersensitivity, cardiovascular disorder, back pain, dysmenorrhoea, headache, neck pain, abdominal pain lower, pruritus, arthralgia, pain, poor quality sleep, musculoskeletal stiffness, pelvic inflammatory disease, complication of device removal, seroma and genital injury outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, cardiovascular disorder, complication of device removal, dermatitis contact, dysmenorrhoea, genital injury, headache, hypersensitivity, musculoskeletal stiffness, neck pain, ovulation pain, pain, pelvic inflammatory disease, perforation, poor quality sleep, pruritus, seroma and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on an unknown date, positive skin nickel allergy. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.